Event description:
Event description cpi received information that during the capping of a patient's entire lead system (due to a sensing issue with another company's leads), they attempted to implant an endotak lead (0074 202720), had problems with impedance measurements, and removed the first (0074 202720), and replaced it with another (0074 201178).